Manufacturer narrative:
Insulin pump unable to prime during prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed no delivery during the manual prime. During the troubleshooting, the customer noticed that the drive support cap is sticking out. The blood glucose reading was 101 mg/dl. The insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.